Manufacturer narrative:
H6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this group of cases from the swiss national hip and knee joint annual report, from 2012 thru 2019 reporting surgeries performed on many components (hips and knees) for many causes. No medical documents or specific patient information has been provided. It has been communicated the no more information is available. Smith and nephew has not received the devices/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, according to the swiss national hip & knee joint registry annual report, about hip and knee replacement results between 2012 ¿2019, it was found that an unknown legion hinge system implant was revised on 34 patients due to unknown reasons. Further information is not available.